Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product was returned for evaluation.

Event description:
The caller alleged an issue with the bolus advice on the meter. On (B)(6) 2020 a bolus of 0.7 was delivered to the patient at 11:01am. However, the mother alleged that this bolus was not shown in the "my data" memory of the device. So therefore, a 2nd bolus of 0.7 was given to the patient at 11:03am. This caused the patient's blood glucose level to drop to 68 mg/dl, which was corrected with carbohydrates. Later, after looking back within the meter memory, the first bolus given was displayed, so now the memory shows that both boluses were delivered.